Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that patient had always had a hard time charging the ins. Patient clarified and stated she usually has all 8 coupling boxes but the ins takes like 4 hours to charge even if the ins battery was 25-50 % full. Patient notes that after the ins was implanted a manufacturing representative (rep) told her that the ins would take 1.5-2 hours to charge if it was fully depleted. Patient also noted that she has the ins off for 2 years but has continued to keep the ins charged. Patient later stated the ins is turned off most of the time. Patient reported 0 coupling boxes the last 3 times she tried to charge the ins. Patient noted that the ins is sticking out very badly and is very embarrassing. Patient reported she wishes she could have the ins removed and a smaller one put in. Troubleshooting was done on the call. Reposition antenna over ins, turn antenna dial through all 4 positions. Patient began charging ins, reported implantable neuro stimulator recharger was about 25% and ins was about 50% full. Patient also noted the ins was turned on. Attempted recharge session. Issue resolved. 8 coupling boxes seen. Patient noted if she moves the antenna 1/8 of an inch she loses the coupling boxes. Order of adhesive discs were sent for patient to try. No patient symptoms or complications were reported in this event.